Manufacturer narrative:
The distributor reported that the customer's AED battery pack is depleted before the expiration date; the battery expiration date is june 2025. The maintenance schedule is not reported. Review of the device log files showed the AED was placed in service on 2/17/2022 and that during its in-service time, the AED reported a service code multiple times. Based on the review of the log files the AED was requested to be returned so that it may be evaluated and tested. To date the AED has not been returned and the cause is not known. No additional information is available currently to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported that the customer's AED battery pack is depleted. The customer did not report that this event occurred during patient use.